Event description:
The complainant reported that a female underwent a therapeutic ureterscopy in 2007. The balloon of the uromax ultra dilatation catheter was noted to have ruptured during the procedure. The device was removed intact. No component of the balloon detached within the patient anatomy. The procedure was completed without issue with another of the same device. The patient did not sustain any reported complications or adverse effect as a result of this issue. The patient condition is reported as 'fine.'

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.